Event description:
Dealer advised right zero force cylinder is getting stuck causing caster not to touch the ground. Dealer advised once enduser goes over a bump right caster goes up and does not come back down. Dealer could not provide any further information.